Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Additional information was received indicating that the navigation ring had physical damage, which resulted in the inability to use it. It was determined that the root cause of the reported failure was physical damage. There was no allegation of functionality failure. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18mar2021. B4:20mar2021. The customer replaced the front bezel and the issue was resolved. A similar investigation was performed and it was determined that the root cause of the navigation ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
The customer reported the nav ring is damaged and they are unable to use it. There was no patient involvement. The remote service engineer provided the part number for the front bezel.